Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the avalon fm20 fetal monitor mainboard and speaker were defective. It is not known if there was a sound produced by the speaker. It is not known if there was an inop message displayed. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that the avalon fm20 fetal monitor restarts and does not perform measurements. The device was in use. There was no reported patient/user injury.